Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty removing the device was confirmed. The reported proximal separation was not confirmed; however, it is likely that the noted inner and outer member separation on the distal shaft is likely what the account perceived as the reported separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, return device analysis found that an unspecified extra s¿port guide wire was returned, frozen with the reported trek balloon dilatation catheter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified mid right coronary artery. The 5.0x15mm trek balloon dilatation catheter (bdc) was used for post dilatation, inflated and deflated without issue; however, during removal the bdc met resistance with the unspecified guide wire. Towards the end as the device was almost out the hypotube separated; however, the separation occurred outside of the anatomy and the device was simply withdrawn. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.